Event description:
Evolve ii clinical study. It was reported that a side branch event occurred. In august 2013, patient presented with silent ischemia and unstable angina (braunwald classification: iiib) and had elevated biomarkers indicating prior to procedure then was referred for cardiac catheterization. Target lesion #1 was located in the proximal left descending artery (lad) with 90% stenosis, a length of 10 mm, and reference vessel diameter of 2.5 mm. Target lesion #1 was treated with predilation and placement of a 2.50 x 20 mm study stent. Following post dilatation, residual stenosis was 0%. Target lesion #2 was located in the middle right coronary artery ( rca ) with 90 % stenosis and was 10 mm long with a reference vessel diameter of 3.5mm. Target lesion #2 was treated with pre-dilatation and placement of a 3.50 x 12 mm study stent with 0% residual stenosis. Baseline core lab angiography result taken on the same day of the procedure revealed 80% side branch stenosis at first septal. Post procedure angiography revealed 100% 'branch percent stenosis' in first septal. The patient was discharged 5 days post- procedure on dual antiplatelet therapy.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).